Event description:
It was reported that during a da vinci myomectomy procedure, the surgical staff noticed that the wires at the tip of the maryland bipolar forceps instrument was loose. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The instrument pitch cables were broken at the distal end of the instrument. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. The other cables at the wrist were not damaged. An additional observation not reported by the site was that the instrument main tube had scratch marks/ abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of a broken cable and/or main tube to recur could cause or contribute to an adverse event.